Event description:
Customer reported a cartridge alarm 20 that occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Reportedly, customer reverted to manual injections for insulin therapy.